Event description:
It was reported that the patient underwent a l4/l5 spinal fusion surgery using rhbmp-2/acs on (B)(6) 2010. An MRI study conducted on (B)(6) 2011 reportedly shows injury to the patient's spine and exiting nerve roots. Comparing this region to a pre-op MRI on (B)(6) 2010, the (B)(6) 2011 MRI study revealed a widespread inflammatory response that exerts enough pressure to strangle the exiting nerve roots. This is expressed as severe pain that radiates to the lower extremities, and has developed into a neurologic deficit that impairs the patient's ability to perform activities of daily living. As his nerve injury has progressed, the feeling in his lower extremities has evolved from electric-shock type pain to more frequent numbness and tingling. His surgeon has reportedly recommended that he presents for a revision surgery.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that in 2006 the patient fell 15 feet down some steel grate steps and injured his back and hips. Patient sought treatment for the pain. In 2010 the patient underwent an l4-l5 fusion procedure reportedly using rhbmp-2/acs. Reportedly "the surgeon said he had never seen a disc as destroyed as his was". Post-op, the patient did not fuse and has continued to have worsening pain. The patient reports having extensive nerve damage in his back, and also states that there is a recall on the product used in the fusion. Patient reports that the product needs to be removed, and he requires another surgery to alleviate his symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2010: the patient underwent lumbar decompression l4-5, post instrumentation, post lumbar interbody fusion, insertion of cage at l4-5 and bone graft surgery in which rhbmp-2/acs was used.